Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) was sounding an audible alert. Patient presented and it was discovered that their right ventricular (rv) lead had triggered a lead integrity alert (lia) and was cross-chamber/far field oversensing. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.